Event description:
It was reported that the patient went to a department store and her amplitude changed, and she heard a buzzing sound. The patient also experienced intermittent stimulation. A loaner device was sent out to the patient. The patient reported intermittent stimulation continued with the loaner transmitter. No patient outcome was reported. Additional information has been requested, but was not available as of the date of this report.